Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was requiring a lot of therapy, and atrial undersensing was noted during episode review, which increased therapy being provided. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was requiring a lot of therapy, and atrial undersensing was noted during episode review, which increased therapy being provided. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported. Additional information was received and this ICD has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.